Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call audio/beep anomaly, frozen screen and keypad anomaly. Customer advised the insulin pump made a high pitched sound and does not work properly. Customer advised they replaced the battery which brought the sound back but now the display screen is frozen. Troubleshooting for the constant tone was performed. Customer declined to troubleshoot for frozen display and keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.